Manufacturer narrative:
(B)(4). This incident was reported by the account via a medwatch: uf/importer report (B)(4).

Event description:
Procedure type: left laparoscopic inguinal repair. Patient gender: unknown. According to the reporter: intraoperatively, the 5.5mm trocar broke off inside the patient's abdomen. The surgeon was able to retrieve the broken piece of this device from the patient's abdomen by extending the surgical incision from 7 mm 15 mm. No pt injury was reported. No additional info at this time.